Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 22may2019. The customer confirmed the reported airflow accuracy issue. The customer repaired the unit by replacing the flow sensor assembly. The manufacturer's field service engineer (fse) performed the annual preventative maintenance (pm) and completed all required pm service activities. The unit successfully passed performance verification and is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the airflow accuracy test (pvt test 5) at the 10 lpm setting. There was no patient involvement.